Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(4) 2008 and operated successfully until (B)(4) 2009. There are several events where the device was manually switched on in (B)(4) 2010. In (B)(4) 2010, the device records a temperature of 56 degree celsius suggesting the device was not being adequately stored. On (B)(4) 2011, the device failed itself test due to a low battery. The pad-pak was removed and re-inserted a number of times after this date. Multiple events after the (B)(4) 2011, the device appears to switch itself on automatically. The problem with the device was attributed to a fault in the membrane. The inadequate storage of the device and exposure to adverse environmental conditions can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.